Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp), and company representative regarding a patient who was receiving compounded baclofen, fentanyl, bupivacaine, and dilaudid via an implantable pump for non-malignant pain. On (B)(6) 2016, a consumer initially reported that the patient was hearing a dual tone alarm from their pump. The patient used a personal therapy manger (ptm) and saw the code 8476 regarding a motor stall. The patient was not due for a refill until (B)(6) 2016. The patient did not notice any change in therapy. The patient was however feeling a little anxious. The patient, who was works in a physician¿s office, was not near a computed tomography (CT) machine nor were they around any strong electronics or magnets on (B)(6) 2016. On (B)(6) 2016, an hcp reported via a company representative that a motor stall occurred. It was indicated that on (B)(6) 2016 the patient¿s ptm showed a code. The patient called the manufacturer and was told there was a motor stall and that she should see her physician. The patient was seen by a physician on (B)(6) 2016. Regarding troubleshooting; only interrogation of the pump by the physician was noted. The physician interrogated the pump and did see a motor stall. The physician contacted the company representative the morning of (B)(6) 2016 and later that day ((B)(6) 2016) the pump was replaced. The physician treated the patient appropriately so possible withdrawal symptoms were managed. The patient denied any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status of (B)(6) 2016. The pump was noted as having administered compounded baclofen with concentration 100.0 mcg/ml at a dose rate of 15.40 mcg/day, fentanyl with concentration 6,500.0 mcg/ml at a dose rate of 1,000 mcg/day, bupivacaine with concentration 10.0 mcg/ml at a dose rate of 1.54 mcg/day, and dilaudid with concentration 1.5 mg/ml at a dose rate of 0.23 mg/day. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The pump was returned to the manufacturer for analysis. As per the pump¿s log a motor stall occurred on (B)(6) 2016 at 14:15. Also per the pumps log, the following medications were being administered as of (B)(6) 2016: baclofen with concentration 100.0 mcg/ml at a dose rate of 38.49 mcg/day, fentanyl with concentration 6,500.0 mcg/ml at a dose rate of 2,502.0 mcg/day, bupivacaine with concentration 10.0 mcg/ml at a dose rate of 3.849 mcg/day, and dilaudid with concentration 1.5 mg/ml at a dose rate of 0.5774 mg/day on 2016-oct-31, a company representative reported that the cause of the motor stall was unknown.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to gear wheel 3. As per the pump¿s log, a motor stall occurred on (B)(6) 2016 at 13:20. The previously applied results code is no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.